Event description:
It was reported that a user experienced difficulty connecting a freestyle libre 3 plus sensor to the ilet, with alerts indicating pairing failed and a sensor error. No adverse clinical symptoms reported and no impact to blood glucose. Outcomes included successful initiation of sensor warmup after rescanning, with the device displaying the remaining warmup time and continued use without interruption. User support included guided troubleshooting steps on the ilet and ilet mobile app, sensor rescanning, and user education on the expected warmup period. Investigation of this case revealed that the issue was resolved through proper pairing workflow and sensor rescanning, consistent with a transient pairing failure rather than a persistent device malfunction. It was concluded, based on previously established findings for similar reports, that user interaction and connectivity sequence were the likely contributors, and that normal function was restored after correct setup.

Manufacturer narrative:
Initial